Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer was able to clear the alarm but stated that the scroll bar was ramping through the menu screens. The customer's blood glucose was 4.9 mmol/l. Troubleshooting was done. Advised customer that the button was stuck and therefore scrolling on its own. The customer confirmed that the alarm did not occur after the insulin pump was exposed to moisture. The customer stated that no button was pressed for three minutes or longer. Advised that the insulin pump needed to bee replaced. Advised to revert to a back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. There were no unexpected numbers ramping or the scroll bar moving during testing. The insulin pump was received with a cracked reservoir tube lip, the case cracked at the display window corner, a minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.